Event description:
It was reported that during a laparoscopic cholecystectomy three clips were applied to the cystic duct. On the third clip, the surgeon was not happy with placement, went to remove it, and noticed the other two clips "sliding off" the duct. The device was used again and would not apply a fourth clip. Another clip applier was used to complete the procedure. There was no pt injury. The device was reported to be discarded.

Manufacturer narrative:
The device was reported to be discarded by the user facility and will not be returned to the MFR.